Event description:
On (B)(6) 2012, pta was conducted in the right sfa from proximal to distal sites. Three zilver ptx drug-eluting peripheral stents (zilver ptx) were placed in the lesion. In 2012, thrombosis was confirmed and treated. Since 1 year- 6 months ago an aneurysm (looks like pseudoaneurysm) in the site where ptx devices were placed has been observed. The physician decided not to treat the event at this time but to take a wait-and-see approach to see if the aneurysm would be resolved spontaneously or not. The patient is currently being monitored. Note that 3 zilver ptx devices are reported as being involved in this event. Reference additional reports# 3001845648-2014-00140 and 3001845648-2014-00141.

Manufacturer narrative:
PMA/510(k): p100022 and s001. The investigation below relates to zlv6-35-125-7.0-120-ptx of lot# c777753. For investigation details of the other zilver ptx devices involved reference reports # 3001845648-2014-00140 and 3001845648-2014-00141. There were no zilver ptx devices of lot number # c777753 in stock at the time of the complaint investigation. A document based investigation was carried out as the device was not available for evaluation. The stent was implanted in the patient and is not available for evaluation. Angiography images relating to the occurrence of thrombosis in 2012 were received and reviewed as follows: "at the index procedure, dated (B)(6) 2012, there was a complete occlusion of the right sfa beginning at the sfa origin extending to the distal right sfa with flow re-established through collateral vessels. Subsequently, pta is performed throughout the right sfa and 3 overlapping zilver stents are placed from the distal right sfa to just distal to the right sfa origin. The completion angiogram demonstrated a residual stenosis at the origin of the right sfa just proximal to the most proximal zilver stent there is a pseudoaneurysm noted at a puncture site in the right popliteal artery as well as persistent poor outflow through the run-off vessels...the angiogram, dated (B)(6) 2012 (98 days post procedure) is of the right leg and demonstrates a complete occlusion of the right sfa beginning at the origin of the right sfa and extending through to the distal sfa and distal to the distal zilver stent. Multiple pta is performed with poor results. The angiographic run, dated on (B)(6) 2012 (99 days post procedure) is post thrombectomy and demonstrates re-established flow through the right sfa and zilver stents with multiple areas of residual stenosis. A combination of a complete occlusion of the right sfa, the tong target lesion, the residual stenosis at the origin of the right sfa post zilver stent placement, a pseudoaneurysm in the popliteal artery at a puncture site and poor outflow through the run-off vessels at the conclusion of the index procedure fed to the re-occlusion of the right sfa and zilver stents." Based on the above image review it can be noted that multiple interventions were conducted and a pseudoaneurysm was observed post stent placement in 2012. It may be noted that the patient had known potential risk factors for thrombosis such as coronary artery disease, hypertension, diabetes (type ii), hypercholesterolemia and a smoker. It may be noted that information was received confirming the report of the recent pseudoaneurysm is not related to the pseudoaneurysm observed in the images dated on 2012. Images relating to the most recent pseudoaneurysm have not been provided for. The most common cause of popliteal artery pseudoaneurysm is trauma of some sort. In this patient, they'd had a popliteal stick, which most likely resulted in the initial pseudoaneurysm (the patient was also on dual antiplatelet therapy, which would increase the risk). Rarely, patients could have some vascular abnormality, such as a collagen disorder, but that would be unusual. It is suspected that the recent report of a pseudoaneurysm is in some way related to vascular trauma resulting from the interventional procedures- e.g. Needle stick (as seen with the original procedure), or wire perforating the wall, or trauma from the thrombectomy catheter, etc. Compounded by the fact the patient is on anti-platelet therapy. The following comments were provided by the physician involved in this report: "aneurysm was observed in the site where ptxs were placed. Though it still has potential to rupture, I decided not to treat the event at this time to see if the aneurysm would be resolved spontaneously or not. Also, it is not sure if the event should be regarded to failure or related to ptx placement" pseudoaneurysm formation in this case, most likely occurred due to the vascular trauma resulting from the multiple interventional procedures. It is unlikely that this event has occurred directly due to a zilver ptx malfunction; however, due to limited information and lack of imaging a definitive cause of this event cannot be determined. This report is confirmed based on customer testimony. As per instruction for use, arterial thrombosis, arterial aneurysm and pseudoaneurysm formation are noted as a potential adverse events associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. The patient continues to be monitored and no further adverse effects have been reported. Quality engineering will continue to monitor complaints of this nature for potentia! Emerging trends.